Manufacturer narrative:
Initial reporter name and address: initial reporter state: the initial reporter's state was determined to be oh based on the area code portion of the provided phone # a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 3ml syringe with bd blunt plastic cannula experienced foreign matter contamination. The following information was provided by the initial reporter: stated part of the syringe / puncture pieces fell into the vial.

Event description:
It was reported that the bd 3ml syringe with bd blunt plastic cannula experienced foreign matter contamination. The following information was provided by the initial reporter: stated part of the syringe / puncture pieces fell into the vial.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for batch number 2168854. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Please note that bd syringes with blunt plastic cannula are specifically designed for use with preslit injection sites. They are not compatible with other injection sites. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. H3 other text : see h.10.